Manufacturer narrative:
On 1/4/2021, the bwi product analysis lab identified that the brim cap and hemostatic valve were detached from the dilator. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for left ischemic ventricular tachycardia with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where brim cap detachment occurred. It was reported that the orange cap of the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - large sheath came off when the physician removed the dilator. The sheath was replaced and the procedure was continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed. Brim cap detachment is MDR-reportable. Device evaluation details: according to pictures provided by customer, the brim cap was detached from the hub. The physical complaint device was also inspected. The brim cap and hemostatic valve were found detached in the dilator. The friction ring was missing. Hemostatic valve was reviewed and no damage was found. No cracks were observed on brim cap. However there are some glue residues observed inside the brim cap. A manufacturing record evaluation was performed for the finished device 00001087 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the brim cap could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for left ischemic ventricular tachycardia with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where brim cap detachment occurred. It was reported that the orange cap of the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - large sheath came off when the physician removed the dilator. The sheath was replaced and the procedure was continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed. Brim cap detachment is MDR-reportable.